Event description:
It was reported that during insertion of the iab via the femoral artery, resistance was encountered, and the pump began experiencing high pressure alarms. Under fluoroscopy, the balloon appeared to not inflate. The iab was removed and replaced. The pt expired four hours later of causes not related to this event.